Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. A revision procedure is anticipated but not yet performed. The patient was stable and will continue to be monitored.